Event description:
It was reported that the surgeon inserted a cq2015 three piece collamer lens and the haptic was torn during insertion. Further info was requested but no yet forthcoming. If add'l info is rec'd, a supplemental medwatch form will be submitted.

Manufacturer narrative:
Results: visual insp of the returned prod showed that there was a small tear in the optic and a haptic was torn off. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and eval of the returned prod, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.